Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating none of the devices will be sent back.

Event description:
Additional information was received from a manufacturer representative (rep) stating the doctor initially reported the ins and leads being "implanted-out of service". Rep was made aware of this on march 5th when they submitted the mpxr. They explanted the old system and put in paddle lead and new battery on the other side. Patient moved his perc leads during back surgery a couple weeks before and the doctor sent him for a revision. Rep found out at revision on march 5 they were replacing everything. Patient first started experiencing this after their back surgery a couple weeks before. Patient reported one lead was out of the epidural space (moved during back surgery) and they were getting shocked from the stimulation being on. Revision with paddle lead on march 5. Leads moved to much to salvage any therapy. Issue resolved and confirmed by physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep specifies the status of the pt's ins and leads as "implanted-out of service". No additional information was provided.

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-may-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 20-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.